Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue delivery system. No recaptures were required during implant. No pericardial effusion was noted prior to procedure. The transseptal puncture location was inferior/mid. Heparin was administered during procedure and the patient's rhythm during procedure was nsr. Two days post-implant, on (B)(6) 2024, the patient became symptomatic with reports of pericarditis symptoms and respiratory issues. Pericardial effusion was noted and subsequently, pericardiocentesis was performed. The location of the pericardial effusion and dimensions are unknown. The user alleged that the implanted amulet caused the pericardial effusion. No cardiac tamponade was observed. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that two days post implant the patient became symptomatic with reports of pericarditis symptoms and respiratory issues. Pericardial effusion was noted with no cardiac tamponade. It was reported that the user alleged that the implanted amulet caused the pericardial effusion. Information from filed indicated that there was no difficulty implanting the device and no recaptures were required during implant. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. The cause of reported patient effects pericardial effusion and respiratory insufficiency could not be conclusively determined. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed for pericardial effusion. The patient was reported to be in stable condition. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.